Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a windows error. The technical service engineer restarted the cabinet by using the power switch and also restarted the all-in-one(aio). The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, that drawers were offline, unable to login. There was delay in dispensing the medication while waiting for a call back from support there were no adverse events or injuries reported based on this event.